Event description:
It was reported that the pt was seen in february 2005 at the hosp by a vibrant med-el staff member. Pt reported having had an MRI for gynacological reasons and that since that day pt has been having headaches the whole day long and is also not able to sleep on this side. The pt has also noticed that when not wearing their ap, pt hears noise every time pt gets close to an electrical device (fridge etc). However, pt says that their hearing with their audio processor has remained the same. It was seen in feb 2005, that when looking at the implant site, the vorp had migrated and may possibly have changed it's shape (twisted?). The surgeon decided to give their an injections of xilocaine. The pt will keep the surgeon informed of the situations. There are currently no plant to explant and/or re-implant under responsibility of symphonix in 2002.